Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, the full height drawer rail was failed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height (fh) drawer rail was failed. A field service engineer (fse) verified that the bearings were starting to fall out. So, the fse removed the old rails and replaced with new drawer rails. Further the fse tested the drawer using the hardware test application (hta). The test was not pass due to lid failure on pocket b1 and b4 due to a sticky powder. So, the fse advised the customer that they would need to replace those pockets. The system functioned as intended after the fse repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, the full height drawer rail was failed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.